Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and loss of volume. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump screen was blank and had a failed battery test alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Pump failed seating test due to faulty force sensor resistor (gold). Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed. Insulin pump passed displacement test, self test, unexpected restart 1 error test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm were noted. Insulin pump received with intermittent button response due to connector unlocked on lcd board. No back light anomaly noted. Insulin pump received with stripped battery cap coin slot noted. No audio/ vibrate anomaly noted.